Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 139 mg/dl. The caller stated that the insulin pump was going to be removed prior to a shower, but no buttons worked except the b button. No significant events leading to the keypad issues were observed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.